Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported air in line which was unable to be reproduced due to a reload set alarm that occurred during testing. A review of the event history log identified multiple air in line messages. The cause was determined to be the lower ultrasonic sensor reading out of specification. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump, alarmed air in line. The event occurred during testing in the central supply department. There was no patient involvement. No additional information is available.